Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 374 mg/dl. Customer alleged pump was not delivering insulin. Customer indicated that treatment may be administered at the hospital; however, customer did not confirm a hospital visit occurred. Customer declined tandem technical support's offer to perform a pump system check and declined to provide further information.